Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the compact plus system 2. (B)(4).

Event description:
Reporter stated that customer received the following results on two different meters within 5 minutes: 1.0 mmol/l (compact plus system 1) and 5.0 mmol/l (compact plus system 2). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation